Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead damaged/fractured. The fracture was determined by loss of capture and high impedance. Subsequently a new rv lead was successfully implanted. No additional adverse patient effects were reported.